Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.

Event description:
It was reported that a longevity estimate performed on the device battery indicated a battery life that was less than expected given the device history and settings. It was further reported that the device reached elective replacement indicators (eri) in under four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that a longevity estimate performed on the device battery indicated a battery life that was less than expected given the device history and settings. The device remains in use. No patient complications have been reported as a result of this event.